Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'gets stuck on downstream occlusion' which was verified through a review of the event history log but not reproduced during evaluation. The cause was determined to be an out of calibration force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump got stuck on downstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.